Event description:
The reporter did back to back blood glucose tests within two minutes, using separate finger sticks. Reporter used test strips from two different vials, resetting to correct code for each test. Reporter's results were 119 and 148 mg/dl. Reporter did not have any symptoms. Reporter had never cleaned the meter. Control solution testing was not done due to lack of supplies. On follow-up, was given training by the lifescan representative, and did a control solution test that was in range, 133 (94-142). No harm was alleged.